Manufacturer narrative:
Five sterile samples were returned for review. The used device was not returned from the customer. Without the device used it is difficult to determine the root cause of the defect experienced. The tips of the sterile samples returned were finger pulled to ensure proper gluing. No defects or deviations were noted during the review. The risk of manufacturing defects is mitigated through inspections and procedures. A potential cause that could have facilitated the separation would be excessive force used by the customer. If excessive force is used the end could shear off as experienced. We will continue to monitor and trend.

Event description:
After the site marker expelled, a +/- "6 o'clock" rotation of the collection chamber is advocated to avoid exit of the site marker during removal of the delivery system. There was an irregular section of the distal tip found. When the needle was removed the customer found the marker with a plastic fragment clinging to the collection chamber. All fragments were recovered and no injury to the pt was noted, however, a potential for injury exists if fragments of a device are left in a pt.